Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
A user facility mandatory medwatch (uf/importer report# (B)(4)) was received that stated, ¿pca pump patient control was found to have quit working. The pca pump continued to deliver a set basal rate, but would no longer deliver pca doses by pressing the patient control. There was no injury to the patient.¿ the event occurred in the critical care unit of the hospital.